Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2018. Reportedly, the sensor was worn beyond seven days. Reportedly, the patient took medication containing acetaminophen. Reportedly, calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: dexcom g5 mobile sensor sessions last seven days. Labeling indicates: never take any medications containing acetaminophen during your sensor session. Taking medications with acetaminophen (such as tylenol®, excedrin® extra strength, sudafed®, robitussin®) while wearing your sensor may falsely raise sensor glucose readings. Level of sensor inaccuracy depends on amount of acetaminophen active in your body and may be different for each person. Consequences: without correct readings you might miss a severe low or high blood glucose event or make a treatment decision that results in injury. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.